Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the loss of capture and diaphragmatic stimulation were observed on the right ventricular (rv) lead. Rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.